Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the tortuous and calcified circumflex artery. A guidewire and guide catheter were in place with a 4.00 x 28 synergy ii stent. The device were "kicked out" of the vessel and it was noticed that the stent was not on the balloon. X-ray revealed that the stent had remained in the circumflex artery. Snaring was attempted to retrieve the dislodged stent but failed. Subsequently, a different stent was used to trap the dislodged stent to the vessel wall. An optical coherence tomography was performed to make sure that the stent was completely secured against the wall. No patient complications were reported the patient's status was fine.